Event description:
It was reported to philips that the heartstart xl defibrillator did not shock during pt use. The pt died. A second device was not used as the device functioned on the fifth time.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.